Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.: the returned product consisted of a zelantedvt thrombectomy system with an unknown guidewire stuck inside the device. The pump, shaft, and tip were microscopically examined and showed that the windows on the catheter were deformed. Further investigation showed that the distal part of the high pressure hypotube was wrapped around the inner lumen and guidewire. The rotational hub turned all the way around and it seemed that the built in stoppers were broken. Functional testing was performed by placing the device in the console. Functional testing showed a ¿check catheter¿ error. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter became stuck to the wire. The target lesion was located in the iliac vein. An angiojet zelantedvt catheter was selected for a deep vein thrombosis thrombectomy procedure. After treatment when they were attempting to remove the device out over the wire, the catheter became stuck to a different manufacturer's wire. As a result they were forced to remove the catheter and wire together as a unit. The iliac was rewired with a new wire and another angiojet zelantedvt catheter was used to complete the procedure. There were no patient complications reported and the patient status was noted as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter became stuck to the wire. The target lesion was located in the iliac vein. An angiojet zelantedvt catheter was selected for a deep vein thrombosis thrombectomy procedure. After treatment when they were attempting to remove the device out over the wire, the catheter became stuck to a different manufacturer's wire. As a result they were forced to remove the catheter and wire together as a unit. The iliac was rewired with a new wire and another angiojet zelantedvt catheter was used to complete the procedure. There were no patient complications reported and the patient status was noted as fine.